Event description:
It was reported the catheter was difficult to irrigate. During a re-do pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (af), an intellanav stablepoint open-irrigated catheter was selected for use. After shortly ablating there was a problem with the irrigation pump with pressure alarm, the physician pulled the catheter out and tried to flush and saw the tip of the catheter could not flush properly. During ablation flow rate was 30 ml/min, before that 2 ml/min. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter was returned for laboratory analysis.

Manufacturer narrative:
Additional information d4 lot number: 0031838591 serial number: (B)(6) initial reporter phone: (B)(6). Intellanav stablepoint open-irrigated catheter was evaluated by boston scientific. Visual inspection did not note any visual defects. A functional test was performed and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. During flow test, the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Laboratory analysis was unable to confirm the reported clinical observation of difficult to irrigate. Device was found within specifications.

Event description:
It was reported the catheter was difficult to irrigate. During a re-do pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (af), an intellanav stablepoint open-irrigated catheter was selected for use. After shortly ablating there was a problem with the irrigation pump with pressure alarm, the physician pulled the catheter out and tried to flush and saw the tip of the catheter could not flush properly. During ablation flow rate was 30 ml/min, before that 2 ml/min. Catheter was replaced and the issue was resolved. Procedure was able to be completed successfully without any patient complications. Catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.